Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No battery out limit alarms noted. The device had intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The device had minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error on the screen. First the device had alarmed a battery error and then the device had a blank display. Customer's blood glucose was 117 mg/dl. Troubleshooting for button error alarm was performed. Customer stated prior the alarm occurred the buttons stopped working. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.